Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned to the manufacturer for evaluation; however, medical records are provided and reviewed. Therefore, the investigation is confirmed for the alleged filter tilt and retrieval difficulties. The definitive root cause could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates the model rf320j vena cava filter allegedly experienced filter tilt and unable to retrieve . The report was received from a single source. This malfunction involved patient with no known impact to the patient. The female patient age is (B)(6) years old and weight was not provided.